Manufacturer narrative:
Additional information: the device was not moved or repositioned while inflated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device was returned with the balloon folds in a post inflated state with blood was visible in the balloon. The balloon failed the negative prep test. Upon pressurization of the device, liquid was observed exiting the proximal balloon pillow, and the balloon failed to maintain pressure. Visual inspection revealed a pinhole leak in the balloon material. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug eluting stent, a balloon leak occurred. The stent failed to inflate during stent deployment in the mid left anterior descending (lad) artery. The lesion exhibited moderate tortuosity, moderate calcification and 80% stenosis. It was noted that the vessel had some calcium present but it was not interfering with the stent delivery. The device was inspected prior to use with no issues found. Negative prep was performed with no issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. No resistance was encountered during device advancement. No excessive force was used during delivery. A regular amount of force was used during delivery of the stent to the target lesion. An inflation pressure of 9atm was applied to the balloon prior to the balloon leak. The stent would not expand on the first inflation attempt. A different non-medtronic inflation device was used, but the stent still failed to inflate. Upon removal, a pinhole leak was observed in the stent balloon. No patient complications have been reported as a result of this event.